Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report that discordant, falsely low calcium (ca) and glucose (glu) test results were obtained from a dimension vista 500 instrument. A siemens customer service engineer (cse) was dispatched to the customer site to inspect the instrument. The cse replaced the sample 1 (s1) mixer, rebuilt the sample 1 (s1) pump with a new metering valve, flush valve, cleaner pumps, lee valves, and air knife valve. The instrument was primed and air elimination was performed. Automatic alignment of the s1 probe was performed and a quick check test was run. The cause of the discordant calcium (ca) and glucose (glu) test results is unknown. The device is performing within manufacturing specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low test results for calcium (ca) and glucose (glu) were obtained from a dimension vista 500 instrument. The initial results were reported to the physician(s). The same samples were repeated on an alternate dimension vista 500 instrument, giving higher results. The repeat results were reported to the physician(s) and are considered correct. There are no known reports of patient intervention or adverse health consequences due to the discordant calcium (ca) and glucose (glu) test results.